Event description:
On (B)(6) 2025 at approximately 8:34 pm pst, the user reported sustained hyperglycemia with fingerstick bg readings exceeding 600 mg/dl. The user noted difficulty reinserting the convatec contactdetach infusion set (steel cannula). Upon changing the infusion set, the user observed a bent needle at the insertion point, suggesting a possible infusion site failure. The user was later admitted to the emergency room on (B)(6) 2025 and treated with an IV insulin drip. The user reported that they may have also failed to unpause the ilet after charging. The user was released the same day and later reconnected the ilet.

Manufacturer narrative:
The device history record (DHR) confirmed that the ilet met all manufacturing specifications prior to distribution. Device logs showed appropriate alerts for high glucose, infusion set change, and insulin status. Insulin delivery was active, and the system responded to cgm data. The user reported a bent needle on the convatec contactdetach infusion set, which is consistent with inadequate insulin delivery due to infusion site failure. Additionally, the user acknowledged a possible failure to resume insulin delivery after charging the device. These findings are consistent with the reported hyperglycemia and subsequent emergency room visit. While the cgm and insulin data support the timeline and severity of the event, they do not provide definitive evidence of the root cause. The infusion set was not returned, and no product sample was available for evaluation. Therefore, the root cause could not be definitively determined. Based on available data, the ilet functioned as intended.